Manufacturer narrative:
The returned device was evaluated and a tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to low batteries and corrosion on multiple internal components. The corrosion on the pcb assembly prevented communication with the master pdm which prevented retrieval of the pod data. Cracks were observed in the top and bottom housing of the pod. It is unknown when or how these cracks occurred.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 386 mg/dl. The patient reports having nausea and a headache. The patient reports they had administered a manual bolus of 5 units of insulin and removed the pod.